Event description:
It was reported that the patient presented for a lead revision procedure. Prior to procedure, remote transmissions revealed that the atrial lead exhibited noise over-sensing, which led to inappropriate automatic mode switch. The lead was explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a partial lead connector portion was returned in one-piece measuring 47.0 cm. External insulation abrasion was noted at 40.7cm to 42.0cm from the connector pin consistent with lead friction to another device or features of the heart.